Event description:
The customer reported that the image was white. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system operates as intended and was returned to service.